Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient stated the stimulation was not helping like it used to and the battery was depleting faster. An impedance check was done and lead 0-7 had high impedances. It was noted that the patient fell in (B)(6) 2020 and the pain got worse but the patient thought it was pain from the fall. Electrodes on 0-7 were being used by patient's programing so they were reprogrammed on the 8-15 lead. The patient was being referred to have lead and battery replaced. The issue was not resolved at the time of the report and the patient was going to be scheduled for the surgery at a later date.